Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery cap was broken and was not holding in the battery. The customer reported that the battery cap was loosening itself. The customer also reported that the battery cap and reservoir compartment had piece missing. The customer mentioned that they had a car accident wearing the insulin pump. The customer reported that they had hyperglycemia. The customer's blood glucose was 60 mg/dl at the time of incident. The customer stated that the low blood glucose was treated with drinks. The customer stated that the battery came loose and caused them high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.